Manufacturer narrative:
H6. Evaluation codes. Method: a device history records review was conducted. Results: a device history records review was conducted and confirmed the device met all material, dimensional, and performance requirements at the time of manufacture.

Event description:
A pt experienced postop complications and underwent a reoperation. The cphv valve was removed. Thrombus was discovered on the valve and in the atrium. Another MFR's bileaflet valve was implanted. This valve also thrombosed and was replaced with a third valve.